Event description:
A consumer, using mixtard 10 penfill (dual-acting human insulin) in a novopen 3 (insulin delivery device) reported that they experienced high blood sugar in 2001 and was admitted to hosp due to the event. It was reported that the pen was not working correctly. The insulin 'splurted' out of the pen, and the consumer was afraid that they received 90 iu of insulin instead of 12 iu; however, their blood sugar level measured 16 mmol/l. The pt has recovered completely from the event.